Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). On 2018-oct-11 arjo has become aware of the event with the involvement of maxi move passive floor lift and passive clip sling which occurred in notre dame convent located in waterdown, canada. Following the complaint description, during patient transfer from the floor to the bed one of the grey sling clips cracked. The sling breakage was noticed by the caregiver after the patient was safely transferred to the bed (once the clips have been disengaged from the maxi move spreader bar by the supporting caregiver). The patient did not sustain any injury. After the event device was inspected by arjo service technician, the lift was found in general good condition. The service technician confirmed customer allegation - there was no information about sling serial number(the label become worn during use) and one clip was broken widthwise. Also, the customer admitted that the sling passed it's expected lifetime'. Additionally, based on the photographic evidence and information provided by arjo service technician who inspected the sling we are able to determine that the sling was manufactured in 2006. The sling involved was around 12 years old at the time of the event. Following the maxi move IFU-document 04.km.00/1gb: "the expected operational life for fabric slings and fabric stretchers is approximately 2 years from the date of purchase. This life expectancy only applies if the slings and stretchers have been cleaned, maintained and inspected in accordance with the "arjo sling information" documents, the "operating and product care instructions" and the "preventive maintenance schedule" it also states that the sling should be inspected before every use: "it is essential that the sling attachment cords, the slings, their straps and attachment clips are carefully inspected before each and every use. If the sling, cords or straps are frayed or the clips damaged, the sling or attachment cord should be withdrawn from use immediately and replaced." In this event, we can clearly see, based on the photos attached, that the clip broke from left to right site. Based on our product knowledge, review of post market surveillance data damage to the clip is not likely to have occurred during or due to on-label use. All sling clips outperform their specification, except when damaged. If the caregiver follows every guideline given in the IFU, there is a very low possibility of any potentially risky situation to occur. Review of similar reportable events, revealed that there have been reportable complaints in the past, associated with clip brackage malfunction (complaint ratio is 0,02%). To conclude, while the incident occurred the passive floor lift maxi move and the clip sling was being used for patient transfer. The sling and the lift which work as a system were not up to the manufacturer's specification because the sling clip was broken. Complaint decided to be reportable based on the potential of serious injury if the malfunction would to re-occur.

Event description:
On (B)(6) 2018 arjo has become aware of the event with the involvement of maxi move passive floor lift and passive clip sling which occurred in notre dame convent located in (B)(6). Following the complaint description, during patient transfer from the floor to the bed one of the grey sling clips cracked. The sling breakage was noticed by the caregiver after the patient was safely transferred to the bed (once the clips have been disengaged from the maxi move spreader bar by the supporting caregiver). The patient did not sustain any injury. After the event device was inspected by arjo service technician, the lift was found in general good condition. The service technician confirmed customer allegation - there was no information about sling serial number(the label become worn during use) and one clip was broken widthwise. Also, the customer admitted that the sling passed it's expected lifetime'. Additionally, based on the photographic evidence and information provided by arjo service technician who inspected the sling we are able to determine that the sling was manufactured in 2006. The sling involved was around 12 years old at the time of the event.